Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. Perform manual test using the "try it" function: pass.global receiver tool vibration test: pass. Receiver functional test: passed all relevant tests. Performed share log review and no issues were found. The patient's complaint was not confirmed because there were no intermittent vibrations detected on the log. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.